Manufacturer narrative:
A boston scientific crm technical services consultant documented the reported issue and recommended the patient contact his physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode.